Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the volume and loudness of insulin pump was very low, for insulin delivering taking long time. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had no delivery errors, backlight inoperative, rewind was loud and grinds. The insulin pump will not be returned for analysis.